Manufacturer narrative:
Report source: 20sep2019. Date of report: 23sep2019. Additional information was received that the problem was discovered during periodic maintenance, so there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an issue with the ventilator's power cord. The customer also reported that the fan filter cover was missing. Additional information was received that the problem was discovered during periodic maintenance, so there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/19/2019. The fse (field service engineer) evaluated the ventilator and confirmed that the power cord had an excessive resistance when tested. The fse also found that the power status overlay led (light emitting diode) was faulty. The fse replaced the power cord, the fan filter and the power status overlay. The ventilator successfully passed performance specification testing after the repair was completed. The faulty parts have been discarded so they are not expected to be returned for failure investigation. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported an issue with the ventilator's power cord. The customer also reported that the fan filter cover was missing. It is unknown if the ventilator was being used on a patient at the time that the problem was discovered.